Event description:
It was reported that during a laparoscopic distal pancreatectomy procedure all of the staples did not deploy. It is not known how the case was completed. No other information was available. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.